Manufacturer narrative:
The complaint device was received, and was evaluated and tested extensively. Visually it is noted that the device was received with some damage; damaged top cover, bent chamber holder and some minor chassis scratches. Functionally and electronically, the device functioned well within its design and manufactured parameters; the unit was monitored and tested over a period of 3 days, the pressure on the unit increased and decreased normally. The unit passed all diagnostic and functional tests, could find no fault with the fms pump. We cannot discern the underlying cause for the reported issue. At this point in time no further action is warranted. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
It was reported by the sales rep that during an unknown procedure, the pressure on the pump increased and could not be decreased. The sales rep stated that there was some slight extravasation of the joint, but it was managed by the surgeon. The pump is to be returned for analysis.